Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that there was a leak in the "pipe" connecting the syringe to the balloon of a portex® uniperc® adjustable flange extended-length tracheostomy tube. No injury was reported.